Event description:
The hcp reported the lead is not working. An x-ray revealed the lead is fractured. No falls or traumas were reported; the hcp stated the patient is sedentary. The patient is considering having the lead replaced.

Manufacturer narrative:
.